Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was programmed with a test guardian 2 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 80 md/dl and turned the alert on low, suspend on low, and resume basal alerts on. The device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 77 mg/dl properly. The sensor simulator blood glucose level was raised and the alert on high activated with audio tones at 174 mg/dl properly. No unexpected pump errors, alarms, or audio alert anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unusual alarms. The customer¿s blood glucose value was 123 mg/dl. The customer also stated that they were able to clear the alarm. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis. The insulin pump will not be returned for analysis.